Manufacturer narrative:
H.6 investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for closure separation with the incident lot was not observed. Additionally, 30 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to closure separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode closure separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes the inner cap of the tube is difficult to remove. This event occurred ten times. The following information was provided by the initial reporter. The customer stated: "the customer complained that the inner cap of the tube cannot be removed."

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes the inner cap of the tube is difficult to remove. This event occurred ten times. The following information was provided by the initial reporter. The customer stated: "the customer complained that the inner cap of the tube cannot be removed."

Manufacturer narrative:
H3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.